Manufacturer narrative:
A device history records review has been carried out on lot eg1238, where no deviations in relation to this complaint were noted for the batch. The complaint source confirmed that the prod for this complaint had been disposed, therefore, no analysis was possible, and no root cause determination can be made.

Event description:
It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured on the 4th inflation. The lesion being treated was a very in-stent restenotic lesion in the very tortuous and calcified ostial circumflex (cx). First, the lesion was treated with an ultra2 cutting balloon that burst at 6 atms. The quantum maverick balloon was then inflated to 10 atms on the initial inflation, 20 atms on the second and third, however, they noticed it was not holding pressure, and it ruptured on the fourth inflation. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'okay.'